Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis and fever in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis manifested by abdominal pain, cloudy effluent and fever. On (B)(6) 2010, the patient was hospitalized. On an unreported date in 2010, the patient was treated with an unreported course of antibiotic therapy. The root cause of the bacterial peritonitis was poor environment after flood. Dianeal unknown therapy was ongoing. The bacterial peritonitis was ongoing and improved. It was unknown whether the event of fever resolved. The reporting nurse considered the bacterial peritonitis to be unrelated to the dianeal unknown therapy, but rather to poor environment after flood. The reporter did not provide an opinion of causality for the fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.